Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a pph procedure, the firing lever on the pph03 refused to release. There were no patient consequences reported. There is no further information available.